Event description:
Caller alleged discrepant imprecision results compared to physician's inratio. Results as follows: date (B)(6) 2013, inratio 1.6, physician's inratio 2.1. Time between testing was reported as 5 minutes. Therapeutic range was not provided. The same lot number of strips was used. Serial number and product info from inratio meters were not provided.

Manufacturer narrative:
Investigation pending.